Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died approximately five months post the implant of the ipg. Cause of death was requested and not received.